Event description:
It was reported that the patient underwent lead revision surgery. The lead pin insertion was reported to be checked during the surgery and ruled out as the cause of high impedance. The explanted lead has not been received to date.

Event description:
It was reported by the neurologist that a patient's vns was found to have high impedance >10000 ohms. The device showed normal diagnostics since implant and until high impedance was observed. The patient has not had any recent falls or impacts to the vns area either. There have been no patient adverse events recently. No known surgical interventions have occurred to date.